Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (lot number 278271, expiration date 03/31/2015). (B)(4).

Event description:
Customer received results of 16 mmol/l, 13 mmol/l, and 14 mmol/l on mobile system 1, and a result of 3.3 mmol/l on mobile system 2 within 10 minutes. The customer reported low blood glucose symptoms with these results; he consumed food. Later that day the customer received results between 13 mmol/l and 16 mmol/l on mobile system 1, and a result of 5 mmol/l on mobile system 2 within 10 minutes. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.